Event description:
In 2008, the patient's husband reported cracks in the casing of the infusion device that caused the adapter to not attached properly. He stated that insulin did not dispense through the infusion tubing during priming. The infusion device was not dropped or exposed to water. The patient switched to her backup device. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.